Event description:
Boston scientific crm received information that this device and lead system were explanted due to infection. The explanted device and leads were retained by the hospital and will not be returned to boston scientific's post market quality assurance laboratory.

Manufacturer narrative:
There were no adverse events reported.